Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked during a water leakage pressure test. The following information was provided by the initial reporter: "seeing leaks on device that were aged at temperature. Working on some syringe testing with our micro product (bd syringe pns 301027, 301029, 301031). We are testing the syringe water leakage under pressure (iso 7886-1), and seeing leaks on device that were aged at temperature. Iâ¿¿m looking for two pieces of information related to this. (We passed at time zero and 6 months with zero failures) we are adding the non-sterile bd syringes to our product and then gamma sterilizing it. We accelerated aged tested these at 55 deg c for equivalent of 2yrs and suspect that temperature affected the rubber over time."

Manufacturer narrative:
Additional review of this complaint has determined that the event is unlikely to cause serious injury/harm to a patient. The initial MDR submission, (MFR report# (B)(4), mat therefore be disregarded. The following information has been corrected: b.5 describe event or problem: it was reported that the bd luer-lok¿ tip syringe caused general dissatisfaction. Because the syringe was used outside of the recommended guidelines and the customer was only testing the product, there was no patient / medication involvement. The following information was provided by the initial reporter: seeing leaks on device that were aged at temperature. Working on some syringe testing with our micro product (bd syringe pns 301027, 301029, 301031). We are testing the syringe water leakage under pressure (iso 7886-1), and seeing leaks on device that were aged at temperature. Iâ¿¿m looking for two pieces of information related to this. (We passed at time zero and 6 months with zero failures) we are adding the non-sterile bd syringes to our product and then gamma sterilizing it... We accelerated aged tested these at 55 deg c for equivalent of 2yrs and suspect that temperature affected the rubber over time.

Event description:
It was reported that the bd luer-lok¿ tip syringe caused general dissatisfaction. Because the syringe was used outside of the recommended guidelines and the customer was only testing the product, there was no patient / medication involvement. The following information was provided by the initial reporter: seeing leaks on device that were aged at temperature. Working on some syringe testing with our micro product (bd syringe pns 301027, 301029, 301031). We are testing the syringe water leakage under pressure (iso 7886-1), and seeing leaks on device that were aged at temperature. Iâ¿¿m looking for two pieces of information related to this. (We passed at time zero and 6 months with zero failures) we are adding the non-sterile bd syringes to our product and then gamma sterilizing it... We accelerated aged tested these at 55 deg c for equivalent of 2yrs and suspect that temperature affected the rubber over time.